Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A thrombus was noted on the versacross rf wire. During a watchman left atrial appendage closure (laac) procedure, a versacross connect access solution kit was selected for use. The venous access was obtained using a non-boston scientific 8f terumo short sheath in the rfv and a non-boston scientific 10f long in the lfv. Next, the ice catheter and versacross rf wire were introduced with no issues. The physician then removed the rfv sheath over the versacross rf wire and loaded a watchman trusteer catheter (with versacross connect dilator in place) over the rf wire, and before the sheath or dilator entered the patient, it was noticed a small "sand-like" clots on the versacross rf wire itself and a few that had showered onto the patient's drape just below the versacross rf wire. In response, the physician re-flushed the versacross dilator, producing no clot, yet not inserted in the patient, and wiped down the versacross rf wire with a wet 4x4 gauze. Therefore, the procedure was then completed successfully with no further complications. Patient has been discharged. Product is not expected to return (disposed). A full dose of heparin was administered to the patient prior to transseptal puncture. The thrombus was not biased toward the limbus nor mobile. No difficulties were noted with the transseptal (radio frequency was only applied once). The irrigation was not interrupted during the procedure and no fibrin or coagulant were seen on the tip of the catheter. In the physician's opinion, no malfunction was noted with the versacross rf wire.